Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the extraction from the umbilical access the bag containing the removed gallbladder, the bag broke and remained in the abdomen. The bag was completely removed soon after. The problem occurred three more times in three different days prior.

Event description:
It was reported that during the extraction from the umbilical access the bag containing the removed gallbladder, the bag broke and remained in the abdomen. The bag was completely removed soon after. The problem occurred three more times in three different days prior.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the ohr review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. Returned defective sample was examined and the reported defect cannot be confirmed. It was found that the foil is drawn in the bottom part of the bag. No hole/ rupture was found in location of drawn of foil. The foil is stretched/ drawn but did not ruptured. The drawn was created from the inside out. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. In the event, that one of above issues is not fulfilled, the found defect can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of found defect. It was found that the foil is stretched/ drawn in one place. The foil is stretched/ drawn but did not ruptured. As the root cause of this complaint was determined improper method of use on the customer side, no corrective I preventive actions in production are deemed necessary to introduce.